Event description:
Reportable based on analysis completed on 11sep2018. It was reported that inflation slow occurred. The 60% stenosed target lesion was in a severely tortuous and moderately calcified vessel. After the physician completed a puncture with a 5f sheath in the vagina vasorum, a zipwire crossed the lesion. A 5.0 x 40, 40cm mustang balloon catheter was then advanced for dilatation. The balloon was inflated at 10 atmospheres but when more pressure was applied, the pressure remains at 10atmospheres. The physician tried multiple times but all failed. The device was removed and the procedure was completed with a second 5.0 x 40, 40cm mustang balloon catheter with no issues. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole. A visual and microscopic examination was performed on the returned mustang device. The balloon was returned unfolded which indicates it had been subjected to positive pressure. The returned device was attached to an encore inflation unit filled with positive pressure was applied when liquid was noted escaping from a pinhole in the balloon material approximately 4mm distal to the distal edge of the proximal markerband. No issues were identified with balloon inflation however the pinhole in balloon martial prevented the balloon from maintaining pressure. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident. No issues were identified during the product analysis.